Manufacturer narrative:
After battery installation, device powered up with a blank display due to damage battery tube spring. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests or verify battery power loss alarm due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loss of power from battery.. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.